Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4). Balloon cut in two parts the balloon/band was returned in two parts. The complaint cannot be confirmed, device returned for evaluation was damaged and it was not possible to localize the leak under visual inspection. A device history record (DHR) review was performed on the band/balloon returned for investigation and final packaging lot, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue. It was also noted that 100% of all devices are leak tested prior to lot release; therefore it is unlikely that manufacture process contribute at this event description.

Event description:
It was reported by the patient that a post implant of a realize adjustable band, the band was leaking. The patient reports having 3-4 fills with an unknown amount and did not have restriction. The patient reports changing doctors in (B)(6) 2010 and had additional 5 fills performed with unknown amounts. The new doctor took an x-ray and a leak was identified. The band was removed. The patient states she is doing well.